Manufacturer narrative:
The fse will be implementing the fco at the customer site. (B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported when admitting a patient to the transmitter, the system rebooted. There was no patient incident.